Manufacturer narrative:
H11: section a through f ¿ the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information was requested but not provided by the customer in the survey process. As such, any additional information including regarding the patient or subject sample cannot be obtained. The date of the event was not provided by the complainant/reporter; the date reflected in this report is the date on which bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the clinician experienced below expectations with the ability of the bd / bard microez¿ microintroducer to provide vascular access for placement of piccs. The customer stated that it does not slip into the vein easily because of the taper and gets warped at the tip. No additional information was provided.